Event description:
A healthcare professional reported left side rupture and capsular contracture baker grade IV. The device has been explanted and replaced with a non allergan.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
A healthcare professional reported left side rupture and capsular contracture baker grade IV. The device has been explanted and replaced with a non allergan.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture and capsular contracture, was reviewed on aug 22, 2022. Visual analysis of the photographs identified; an opening and yellow particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.